Manufacturer narrative:
Site dr. (B)(6) declined to provide patient information. A medtronic representative, following-up at the site, reported the surgeon stopped use of the instrument they suspected, however, they could not determine which instrument allegedly caused an issue. On 12/15/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/04/2017 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred. The position of the passive planar and pedicle probe were found to be shifted after registration. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
No procode, common device name, or 510(k) provided as this device is not released for distribution in the united states. Device mfg date now provided.